Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. Further information was requested but not yet available. The patient experienced no consequences.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular (rv) lead.